Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia of blood glucose value 49 mg/dl and was hospitalized. The blood glucose value at the time of call was 51 mg/dl and treated with food intake. The customer experienced symptoms like sweating related to low blood glucose value. Troubleshooting was performed and found that the customer was using insulin pump within 48 hours of the reported event. No further complications were reported. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Using a test battery cap, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. The following were noted during visual inspection: minor scratched display window, scratched case, stained serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and cracked/partially detached retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify damage to the battery cap. Please see the boluses below listed on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 04:54:22.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.5 bolusamountdelivered = 3.5 (B)(6) 2023 08:57:58.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 12.1 bolusamountdelivered = 12.1 (B)(6) 2023 13:24:05.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 18.3 bolusamountdelivered = 18.3 (B)(6) 2023 18:15:25.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 10 bolusamountdelivered = 10 (B)(6) 2023 23:37:34.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.7 bolusamountdelivered = 1.7 (B)(6) 2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 61.8 dailytotalofbasalinsulindelivered = 16.2 dailytotalofbolusinsulindelivered = 45.6 there were no user suspended noted on the event date (B)(6) 2023 in the pump history file. There were no auto suspend noted in the pump history file. Please see the boluses below listed on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 04:21:08.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.1 bolusamountdelivered = 2.1 (B)(6) 2023 07:29:50.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9.6 bolusamountdelivered = 9.6 (B)(6) 2023 12:02:06.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 18.4 bolusamountdelivered = 18.4 (B)(6) 2023 18:15:32.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 13.8 bolusamountdelivered = 13.8 (B)(6) 2023 21:39:22.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.1 bolusamountdelivered = 1.1 (B)(6) 2023 22:01:52.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 (B)(6) 2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 67.35 dailytotalofbasalinsulindelivered = 19.85 dailytotalofbolusinsulindelivered = 47.5 there were no user suspended noted on the event date (B)(6) 2023 in the pump history file. There were no auto suspend noted in the pump history file. Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 21:41:15.000 batteryremoved (B)(6) 2023 21:41:29.000 batteryinserted (B)(6) 2023 18:36:10.000 alarmalertcleared faultnumber = lost sensor 1 alert (780) (B)(6) 2023 08:24:12.000 alarmalertcleared faultnumber = lost sensor 1 alert (780) the pump properly paired with the guardian 2 link transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 243 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 20:16:11.000 alarmalertcleared faultnumber = lost sensor 1 alert (780) (B)(6) 2023 15:16:03.000 batteryremoved (B)(6) 2023 15:19:36.000 batteryinserted (B)(6) 2023 19:13:09.000 alarmalertcleared faultnumber = lost sensor 1 alert (780) (B)(6) 2023 19:29:08.000 alarmalertcleared faultnumber = lost sensor 2 alert (781) the pump properly paired with the guardian 2 link transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 243 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Battery cap cracked/damaged unknown. Battery cap contact missing/damaged unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.